Event description:
I went to (B)(6) office to have laser genesis. I thought it was a safe, simple procedure. They also removed telangiectasias on my skin (B)(6) 2012. The aesthetician used a cutera laser. She did both the telangiectasia removal and laser genesis on the same day. The area would heat up. I would tell her it hurt and she would cool area down and move to another area. The first day my skin was a little red. It looked like the results would be okay. The next day, I had milia (white heads) all over - worse on nose and cheeks. I developed enlarged pores and an orange texture of cheek area. I developed "creepy" looking skin. I was told I looked younger for my age prior to procedure due to oily skin and rosacea. I did not have many wrinkles - minimal below eyes. Now I have them severely below eyes and cheeks, and I look 10 years older. I have scars from the milia which occurred on my cheeks. I went to a dermatologists office. They felt likely due to photosensitive reaction. I was on nifedipine and birth control prior to procedure. I did not think these were photosensitising. There is not a list of photosensitising drugs at office. I did not receive post-care instructions either through dr (B)(6)'s office. Also, is it prudent to treat telangiectasias and do laser genesis on same day, or did that create too much exposure to laser. I wish I never did procedure. I was given clindamycin lotion and cloderm (a topical steroid) by dermatologist. It seemed to worsen redness of cheeks. I still have redness of cheeks, "creepy" looking skin, worsened wrinkles, scarring, and orange peel skin from procedure.